Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not find a physical break of the fiber and the black spots initially reported were not confirmed either. During the microscopic analysis it was observed that the fiber tip was deranged and there were burn marks on the fiber jacket. There was no light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented severe burn marks. The fiber was functionally test and results affirmed the aiming beam was very weak. It is likely that this connector fracture could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed, leading to the reported event. With all the available information, boston scientific concludes that the initial reported allegation of fiber fracture and black spot were not confirmed. However, the identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire.

Event description:
It was reported that during preparation for a flexible ureteroscopy lithotripsy procedure, it was found that fiber used ess than 10 times was damaged and could not be used. The procedure was completed with another fiber without patient complications. The customer provided additional information, indicating that the fiber had black spots and was fractured.

Event description:
It was reported that during preparation for a flexible ureteroscopy lithotripsy procedure, the fiber had been used less than 10 times when it stopped working. In was further noted that the fiber had black spots and was fractured. The procedure was completed with another fiber without patient complications.